Manufacturer narrative:
This device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system simultaneously exhibited a high out of range shock impedance measurement on the right ventricular (rv) lead, while the non-boston scientific left ventricular (lv) lead exhibited high capture thresholds. Technical services (ts) was consulted and identified no evidence of noise. It was noted that subsequent measurements returned to baseline. Ts recommended an evaluation with isometric maneuvers. No adverse patient effects were reported. This crt-d remains in service.